Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 46 mg/dl. Customer reported that blood glucose was low due to being at the gym. Customer reported that once blood glucose began to elevate, a cal error alarm was received. Customer was educated on cal error alarms. Customer declined troubleshooting on low blood glucose and tape not adhering.